Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ¿system¿ gave the appearance that it was working, however, the waves and parameter values were not updating. The device was in use monitoring patients. There was no report of harm to patient or user.